Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on right ventricular (rv) pacing lead was beyond the expected lower range, the impedance on the rv defibrillation coil was beyond the expected lower range, and the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected lower range. Analyst commented, rv defibrillator impedance steady at approximately 37 ohms through (B)(6) 2016, drops to 23 ohms on (B)(6) 2016. Right ventricular pace impedance steady at approximately 370 ohms through (B)(6) 2016, drops to 304 ohms on (B)(6) 2016. Svc defibrillator impedance steady at approximately 39.5 ohms through (B)(6) 2016, drops to 28 ohms on (B)(6) 2016.

Event description:
It was reported that during use of right ventricular (rv) lead low impedance values were noted and decreasing impedance since implant. Diagnosis and troubleshooting was performed, and noted patient alert triggered for rv lead low impedance. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.